Event description:
The customer reported that the system displayed a file system corrupted error. This error can prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.